Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and polyform were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported the patient underwent tvh, uterosacral vaginal suspension revision of mesh placement rectocele on (B)(6) 2008.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent revision of mesh on (B)(6) 2009 due to pelvic pain and dyspareunia. On (B)(6) 2009, the patient underwent total vaginal hysterectomy, uteroscaral vaginal suspension, revision of mesh and rectocele. On (B)(6) 2010, the patient underwent excision of mesh, placement of bard soft mesh and ams sparc.